Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: weight, ethnicity, race. While some trial failures were ¿expected¿ and related to normal use and wear over time, there are reports that trials have been ¿found broken upon arrival¿ or ¿broken after autoclaving.¿ examination of the fractured surfaces revealed a brittle failure mechanism that initiates on the surface of the insert in varied locations. These failures do not appear to be isolated to one size or its associated material color. A review of the manufacturing dates, device dimensions, and material was performed. No obvious correlations or abnormalities were found. A visit to the manufacturing site revealed nothing significant. To help establish a root cause, in-house testing was performed. The first test was to evaluate the effect of thermal quenching after autoclave sterilization on the propensity for cracking and propagation for logic insert trials. The sample trials used were exposed to twenty thermal cycles which included a three-minute sterilization cycle, a twenty- minute drying period, and a subsequent quenching in an ice bath. Following testing, crack propagation was not observed on any of the insert trials. Refer to tr-2018-0219 for further details. The same samples were then used to evaluate the effect of simulated surgeon usage and reprocessing on the propensity of crack initiation and propagation for logic insert trials. During this study, the trials were exposed to twenty thermal and mechanical cycles. Each cycle consisted of autoclave sterilization and cold-water quenching followed by insertion into a tibial tray, loading to 390 n, and removal from the tibial tray under approximately 100 n using either a lpi tibial insert trial handle or an osteotome. Following testing, crack propagation was not observed. Refer to tr-2018-0677 for further details. Most likely cause: a root cause has not been established at the time of this investigation. The performed testing has been unable to recreate the reported cracking. As a result of crc2018-01-22-02, (B)(4) was initiated to further evaluate the root cause. IFU 700-096-181: instrument inspection. Visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. No patient adverse event. The trials broke during surgery. No parts/pieces fell into the surgical site. A root cause has not been established at the time of this investigation. The performed testing has been unable to recreate the reported cracking. As a result of crc2018-01-22-02, (B)(4) was initiated to further evaluate the root cause.

Event description:
It was reported from ous that during an orthopedic surgery a surgeon experienced an issue with the trials. One insert trial broke after the other trial broke. When the surgeon was trying to trial with 13,15mm of size 2.5 logic insert trial, 13mm was not fit with the patient¿s gap, so he extracted the 13mm of 2.5 insert trial. The 13mm trial was broken even when the surgeon was using the tibial trial insert handle (231-04-03). Then 15mm was broken right after trial. This caused a 10- minute delay but had no adverse effect on the patient and the patient left the operating room in stable condition. Devices were not returned, they were lost. No parts/pieces fell into the surgical site. No additional information available. 1 of 2 mdrs.